Event description:
A malfunction was reported with a malfunction code displayed as "malf 0." There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.